Manufacturer narrative:
B5 additional information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported that they were 3-5 mm inaccurate.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735736, version#: 2.1.0, h3, h6: a medtronic representative went to the site to test the equipment. They were unable to duplicate the inaccuracy during testing. After they traced, the navigation was accurate in all phases (registration, confirmation, and navigation pages). Codes b01, c19 and d14 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used for a functional endoscopic sinus surgery (fess). It was reported that the system appeared to be off by a couple millimeters (mm) during navigation. There was less than an hour delay in the procedure. No impact on patient outcome.

Manufacturer narrative:
H2 - h6: a software analysis was initiated. There was only one session of application logs present of the issue date. The session captured the site used standard fess and went until the navigation task. The session captured that the site attempted multiple successful registrations where the accuracy varied between 4.2mm to 1.5mm. However, the logs did not capture any errors or abnormalities related to the reported inaccuracy. Archive had 1 computed tomography (CT) exam of 192 slices that was optimal to use in navigation, but the scan had different slice spacing(1.00 mm) and thickness(1.25 mm). Archive had 2 registrations with accuracy of 1.3 mm and 3.7 mm. It had both green and yellow zone of accuracy and the 3d model quality was good. It was observed from the tracing pattern and the trace points collected on the model that most of the points were sunken inside the skin and overlapped each other. There was insufficient information to determine whether a software anomaly contributed to the reported behavior. Codes b01, c19, and d15 are app licable. H2: please see section d4 for the complete UDI. H2: please see section d9 for when the logs and archives were made available for analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.